Event description:
After the ventilator was powered on, the software boot-up was complete; however, the touch screen was non-responsive. Only key buttons could work on the screen. Rebooting the ventilator sometimes fixed this issue. There was no pt involvement in this case.